Event description:
The iab leaked. This was the only info at the time of the report. On 7/20/98 it was reported that blood was noted in the extension tubing after 13 hrs of iabp. The iab was removed and a second was not inserted. There was no pt injury or complication as a result of the event. [Event complications]: none from the event-reported 6/15/98 and 7/20/98. [Pt's current status]: unk-rpt'd 7/20/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 8/7/98).